Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, a cine review of the procedure confirmed the reported device issue. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during deployment of a 3.5x18 rx xience prime stent in an unspecified vessel, the stent balloon inflated unequally, expanding the proximal stent struts and then the distal stent struts. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Abbott clinical analysis of the procedural cine indicates that an unspecified stent was deployed in the diagonal artery. The images suggest that there may have been some plaque shift into the left anterior descending artery (lad). Dilatation is performed in the lad at the bifurcation. A stent is positioned in the lad and the balloon is inflated, taking approximately 8 seconds to fully expand. The expansion starts at the proximal end of the balloon expanding fully about mid-way at which point the distal end fully expands followed by the distal one-third of the balloon. Post-dilatations are performed in the lad and diagonal including kissing inflations. Abbott clinical analysis concludes that the unusual sequence of inflation of the stent balloon in the lad may have been due to resistance in the lesion.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.